Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
The customer had repair completed by a third party. No patient information provided. Legal manufacturer: hcs madison - (B)(4).